Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic after receiving vibratory patient notification alert, non-sustained rv oversensing episodes were observed. Review of session records revealed intermittent undersensing of premature ventricular contractions leading to competitive pacing. Programming changes were suggested.

Event description:
New information received notes that device was reprogrammed.